Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported a motor error alarm. The customer also stated that the paramedics were called due to a low blood glucose of 26 mg/dl. Troubleshooting was performed, and the last bolus in the bolus history was for 3.5 units prior to the event. The customer had entered 25 grams of carbohydrates for that bolus. The insulin pump passed the displacement and self tests. However, the customer was uncomfortable using this insulin pump due to the motor error alarm and the low blood glucose levels she experienced. The customer requested a replacement. Nothing further was reported.